Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced loss of stimulation. X-rays confirmed the lead had migrated. Subsequently, surgical intervention was undertaken wherein the lead exhibited invalid impedances. The lead was explanted. The implantation of the new lead was abandoned as referenced in reference MFR. Report: 1627487-2015-03605.